Manufacturer narrative:
Clinical investigation: the cause of the patient¿s pd catheter removal was due to abdominal scar tissue and other unspecified abdominal issues in combination with the effects of the peritonitis event.

Event description:
Additional information: per the pdrn, the patient was hospitalized (unconfirmed date) to have their pd catheter (not a fresenius product) removed. The patient was being transitioned to hemodialysis (hd) permanently. The reason for the switch to hd was in part due to the peritonitis, but the patient had abdominal scar tissue and other unspecified abdominal issues requiring the transition to hd. There was no new peritonitis event at the time of the patient call on (B)(6) 2019. No further information was provided.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The front panel bezel gasket was drooping approximately .5 inches over the center of the front panel overlay. This does not obstruct the view or the functionality of the touch screen. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, and load cell verification. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested negative for glucose. An internal inspection of the cycler found indications of dried fluid within the recess of the bottom cover adjacent to the pump (two unknown spots of dried substance). The cause of the encountered dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy on the liberty cycler with cycler set and the patient event of abdominal pain with diagnosis of peritonitis. However, there is no documentation in the complaint file that shows a causal relationship between the peritonitis and the liberty cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set leak or defect reported for this event. The liberty cycler was replaced due to drain complications and not the peritonitis event. All pd patients are at risk for peritonitis due to a compromised immune system and dialysis techniques increasing the potential of microbial contamination. It is unknown if this patient followed proper aseptic technique during treatment. The majority of peritonitis cases are a result of touch contamination. Based on the limited information and no reported allegation of a malfunction or deficiency reported for the event, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted technical support and stated that they had spoken to their peritoneal dialysis registered nurse (pdrn) who advised them to get their cycler replaced. The patient reported that they were in drain 1 of 4 and was not draining (no alarm) and had blood in the patient line due to having peritonitis. Technical support advised the patient to discontinue use of the cycler and to contact their pdrn. A replacement cycler was issued to the patient. Upon follow up, the patient¿s pdrn stated that the patient presented to the emergency room (ER) on (B)(6) 2019 with abdominal pain and murky pd effluent. A pd effluent culture was obtained; however, the results are not available. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 1g and ip ceftazidime 1,500ml daily for 10 days. The patient was released from the ER the same day. The patient was still experiencing abdominal pain and not able to complete his treatment resulting in not receiving the full antibiotic dose. The patient was sent back to the ER on (B)(6) 2019 for evaluation and antibiotic administration. The patient status is unknown. The blood in the patient line was due to the peritonitis infection. The patient had been experiencing drain complications utilizing the liberty cycler, but the pd nurse was able to drain the patient on the cycler at the clinic. The patient did not report any issues with the liberty cycler or cycler set related to the peritonitis event. No further information was provided.